Manufacturer narrative:
H10: internal complaint reference (B)(4). D4, lot no.: the following are the lot numbers reported: 2139712 and 2139949. However, it is unknown which of the two had the reportable t2 non deployment problem. D4, exp. Date: expiration dates for each of the two lots reported: 28-11-2026 (lot 2139712) and 05-12-2026 (lot 2139949). H4, mgf. Date: manufacturing dates for each of the two lots reported: 28-11-2023 (lot 2139712) and 05-12-2023 (lot 2139949).

Event description:
It was reported that, during a meniscus repair procedure, the t2 of the fast fix flex could not be deployed, as the deployment knob was stuck and hard to manipulate. Surgery was completed with a back-up device instead. There was a 10 minutes surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.